Event description:
The rptr indicated that the pt came in for follow-up. During inquiry, the serial number screen was lost. No known exposure to cautery, defibrillation, etc. Device pacing and capturing (rates unknown). Device has been in ifi (intensified follow-up indicator) since june. The code was given to restore the serial number, not unsure as to rate of success. The pt was totally pacer dependent and the dr possibly did not want to restore due to the possibility of pauses during the process.